Manufacturer narrative:
The complaint received states that during an interventional procedure the smart control failed to cross the target lesion and had partial deployment difficulty. The target lesion was external iliac artery. The patient was an (B)(6) male. Mild calcification and vessel tortuosity, the rate of stenosis was 90%. Approach was made from the right brachial artery. After pre-dilatation with sterling bc ((B)(4)), smart control (complaint product) was advanced but failed to cross the target lesion. The device was removed from the patient and the dilatation was conducted again. The procedure was completed using another new product (details unk). There was no adverse event and the patient is in stable condition. When the product was returned, the stent was partially exposed. The site confirmed that the stent was partially deployed after the device was removed from the patient. One non-sterile unit of smart control, iliac 6x80 mm was received coiled in a plastic bag. Stent was partially deployed 0.4 cm, and locking pin was in place. Outer sheath was bent at ID band. No other anomalies were detected. The outer diameter (od) of the stent delivery system was measured and it was found acceptable per drawing (B)(4). Usable length was found to be 47.67" which is within the specification of 47.78" (B)(4) per drawing (B)(4). The sds was introduced into a lab sample fr6 csi introducer with no resistance found. Deployment process was completed per (B)(4) and no resistance was found. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The "failure to cross" condition reported by the customer was not confirmed as no discrepancies were found during functional and dimensional analyses. The "deployment difficulty-partial deployment" condition reported by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect in the sds and stent, reference procedures documented in route sheet # (B)(4). The cause of the bent condition found during the analysis could not be conclusively determined; however it does not appear to be manufacturing related, controls are in placed at the final assembly and packaging processes to prevent this type of failure, as well as there are inspections in place to detect damages in the sds, reference procedures documented in route sheet # (B)(4). Handling and the coiled condition of the unit received for analysis may contribute to failure as reported. Neither the DHR review nor the product analysis suggest that the condition reported by the customer is manufacturing related, therefore no actions will be taken at this time. The "deployment difficulty-partial deployment" condition reported by the customer was confirmed. The cause of this condition could not be conclusively determined; however it does not appear to be manufacturing related. The "failure to cross" condition reported by the customer was not confirmed as no discrepancies were found during functional and dimensional analyses. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Failure to cross is a known procedural occurrence that is commonly related to patient anatomy, lesion disposition and composition, operator technique, and appropriate device selection. These issues are likely factors in this event. Review of the information suggests that vessel, lesion and procedural issues may have contributed to the reported and confirmed difficulties.

Manufacturer narrative:
The product has been received for evaluation. However, the engineering analysis is not yet complete.additional information will be submitted within 30 days of receipt.

Event description:
Stent placement: the target lesion was external iliac artery. The patient was an 80 year old male. Mild calcification and vessel tortuosity, the rate of stenosis was 90%. Approach was made from the right brachial artery. After pre-dilatation with sterling bc (bsj, 5x40), smart control (complaint product) was advanced but failed to cross the target lesion. The device was removed from the patient and the dilatation was conducted again. The procedure was completed using another new product (details unk). There was no adverse event and the patient is in stable condition. There will be product return. When the product was returned, the stent was partially exposed. The site confirmed it the stent was partially deployed after the device was removed from the patient.